Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that after an apheresis donation, a donor had an allergic reaction. The donor complained of skin discomfort and had small red spots on her arms. Benadryl was administered intravenously to reduce discomfort and allergic signs. After administration of benadryl and some time of observation, the donor did not report any further discomfort and was released in good general health. Patient ID and age are not available at this time. The disposable set is not available for return because the customer disposed of it.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the platelet valve opened at 10 minutes and the platelets excited as expected. The total amount of ac reported by the trima accel device was 415 ml with 328 mls to the donor, 74 mls in the platelet product and the remaining 13 mls in the kit. There were no events (alerts, adjustments, changes in pump speed, etc.) During the course of the run that could have caused the reported donor reaction. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the adverse patient reaction experienced by the customer. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. According to aabb technical manual 16th edition, adverse events seen at the time of donation or those reported later average about (B)(4) of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 3400 donors. Root cause: based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * hypersensitivity to the ethylene oxide used to sterilize the disposable set * hypersensitivity to the components inside the disposable set.

Event description:
The customer reported that after an apheresis donation, a donor had an allergic reaction. The donor complained of skin discomfort and had small red spots on her arms. Benadryl was administered intravenously to reduce discomfort and allergic signs. After administration of benadryl and some time of observation, the donor did not report any further discomfort and was released in good general health. Full patient ID: (B)(6) the disposable set is not available for return because the customer disposed of it.